Event description:
Upon further review, it was found that the implanted device was not expired.

Manufacturer narrative:
Previous medwatch submission noted use error due to expired device being implanted. Upon further review, it was determined that incorrect device information was submitted in supplement mw dated (B)(6) 2023. The correct device information is now being reported, and the implanted device was not expired. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, broken on the posterior side assessed as unidentified (tear) opening and missing side assessed as inconclusive . (Shell thickness was within specification). ¿ cyst-ndr : not applicable as the event is not related to the device. Additional observations: ¿ crease observed. No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: b5, d4, d9, h3, h4, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left-side rupture diagnosed by ultrasound. "Several small cysts" were found which were not device-related. Device has been removed.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d4, h4, h6.

Event description:
Healthcare professional reported left-side rupture diagnosed by ultrasound. "Several small cysts" were found which were not device-related. The device was implanted after its expiration date. Device has been explanted.

Event description:
Healthcare professional reported left-side rupture diagnosed by ultrasound. "Several small cysts" were found which were not device-related. Device has been removed.

Manufacturer narrative:
Health effect impact code: f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.